Event description:
It was reported that following a revision to reposition the implantable neurostimulator (ins), the pt experienced a shocking or jolting sensation at the ins site when turning the ins on. The impedances were checked and read a repeating 761. A reading <250 was noted on a separate occasion. The doctor was planning on changing the battery. Add'l info has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178200904582.

Manufacturer narrative:
(B) (4)